Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d4: serial number: unknown, information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: implant date: n/a (not applicable). The device remains implanted. Section d6b: if explanted, give date: the device remains implanted; therefore, not explanted. Section e1: initial reporter first/given name: unknown, information was not provided. Section h3: the device was not returned for evaluation as the device remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract procedure a foreign object was found adhered to the monofocal preloaded toric intraocular lens (iol). The object was successfully removed from the patient's operative eye. No further information was provided.